Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was used for a surgical task and the jaws would not close properly to lock the ends of the clip. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was not able to reproduce nor confirm the reported complaint. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions on several attempts. The clips opened and closed properly. A clip test was performed on instrument and passed. The instrument was fully functional, and no product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.